Event description:
Customer's mother reported, customer received inaccurate low glucose readings from their freestyle flash meter. Customer's mother reported, customer experienced symptoms of hyperglycemia, vomiting, sweating, chest pain, "high oxygen level", high ketone level, loss of consciousness and multiple seizures. Customer's mother reported, calling the paramedics and they transported customer to medical ctr. Customer's mother reported customer was diagnosed with severe hyperglycemia and treated with unk IV medication to stabilize her condition.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.